Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. As per the investigation procedure, wear abrasion, cloudy and crystalline in the gel and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported "possible rupture". This record is for the right side. The device was explanted and replaced.

Event description:
Healthcare professional reported "possible rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "possible rupture". This record is for the right side. The device has been explanted.